Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient recently implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. The episode was reviewed, which showed consistent characteristics with either a slightly loosened setscrew or damaged seal plug. The recommendation was to program primary to take the sense-a node out of the sensing configuration. No further issues were reported and there were no adverse patient effects.